Manufacturer narrative:
### A supplemental report is being submitted for an update to the product event summary and annex c and d codes. Product event summary: the battery (bat934241) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned battery revealed that the device passed visual examination. As received, the battery was completely depleted and, as a result, the gas gauge leds were all off. During testing, the functionality of the leds was tested by sending a command to the battery, which revealed that the leds performed as intended. As a result, the reported capacity display error event could not be confirmed. Functional testing revealed that the battery was unable to charge on a battery charger or provide power to a controller due to multiple enabled safety flags. Additionally, during functional testing, test equipment registered abnormal battery status values. These findings are indicative of a fault of the main integrated circuit (ic) that controls the battery. An attempt to reset the battery's main ic was unable to reestablish the battery's functionality. This is an additional finding not related to the reported capacity display error event. Based on an investigation conducted under CAPA pr00519785, the most likely root cause of the observed inability of the battery to charge or provide power has been attributed to the battery connector interface design which does not guarantee the desired connection angle in some use conditions. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the battery (bat934241) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned battery revealed that the device passed visual examination. As received, the battery was completely depleted and, as a result, the gas gauge leds were all off. During testing, the functionality of the leds was tested by sending a command to the battery, which revealed that the leds performed as intended. As a result, the reported capacity display error event could not be confirmed. Functional testing revealed that the battery was unable to charge on a battery charger or provide power to a controller due to multiple enabled safety flags. Additionally, during functional testing, test equipment registered abnormal battery status values. These findings are indicative of a fault of the main integrated circuit (ic) that controls the battery. An attempt to reset the battery's main ic was unable to reestablish the battery's functionality. This is an additional finding not related to the reported capacity display error event. The most likely root cause of the observed inability of the battery to charge or provide power can be attributed to a fault of the integrated circuit that controls the battery. CAPA (B)(4) is investigating this battery issue. An internal investigation is pending. A report will be sent when root cause for the internal investigation has been determined. If information is provided in the future, a supplemental report will be issued.

Event description:
The battery was returned to the manufacturer because the battery capacity display did not turn off. The battery subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.